Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a depleted battery set alarm was confirmed and reproduced during device evaluation. This condition was caused by depleted main batteries. This condition was resolved at the facility by replacing the main batteries and battery harness. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed no previous service events for the device. A device history review was performed finding two exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. The hospital representative did not have any information on patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The software version is currently unknown.